Manufacturer narrative:
The device is expected to be returned to an olympus service center for evaluation but has not yet been received. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Device has not yet been received by olympus for evaluation.

Event description:
The user facility reported that during a procedure to remove pedunculated benignant uterus tumors, the visera 4k uhd camera control unit alarm codes e116 and e117 occurred, and the equipment ¿blocked¿. The procedure was delayed over thirty minutes but was completed with a similar device. The device was inspected before use and no issues were identified. There was no report of patient harm or injury due to the event.

Manufacturer narrative:
Corrected fields: d9: device return date was entered, h3: device was evaluated by manufacturer and h4: device manufacturer date was entered. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and applicable corrections. The subject device was returned to olympus for device evaluation and the reported allegation of no image, and the display of error codes e116/e117 were confirmed. The device evaluation revealed a weak connection between the motherboard and the random-access memory (ram) card; hence the display of e116/e117. Although there were no signs of dirt or corrosion inside the device, the error codes cleared after the slots/connections were cleaned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over 5 years since the subject device was manufactured. The device was shipped in accordance with the specifications. The investigation determined the most likely cause of the failure was a contact failure between the mother board and the memory card. However, the cause of the contact failure could not be identified. Olympus will continue to monitor field performance for this device.